Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the pacemaker was in backup vvi. While attempting to restore the device, the pacemaker had no rf telemetry. Eri was suspected. The device was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The reported event of backup vvi (bvvi) and no telemetry was confirmed in the laboratory. Analysis indicated that device was exhibited normal device characteristics, the current drain and the telemetry were normal.